Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker was checked via consult and it showed that the device had one year remaining longevity. However, when checked via programmer, the device showed two years remaining longevity. Boston scientific technical services (ts) discussed that the data should be the same information regardless of consult or the programmer. Moreover, boston scientific technical services (ts) confirmed with the health care professional (hcp) that the magnet rate was at 90 pulses per minute (ppm) and discussed that it sounded like there can be a discrepancy when the device was nearing one year remaining longevity and what the programming was projecting based on the device data. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported this pacemaker was checked via consult and it showed that the device had one year remaining longevity. However, when checked via programmer, the device showed two years remaining longevity. Boston scientific technical services (ts) discussed that the data should be the same information regardless of consult or the programmer. Moreover, boston scientific technical services (ts) confirmed with the health care professional (hcp) that the magnet rate was at 90 pulses per minute (ppm) and discussed that it sounded like there can be a discrepancy when the device was nearing one year remaining longevity and what the programming was projecting based on the device data. As of this time, the device remains in service. No adverse patient effects reported. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.